Event description:
It has been reported to philips that system was not booting up. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. A philips field engineer (fse) inspected the system onsite and confirmed the reported issue. The system log files were read and indicated that the system experienced an "unexpected os startup". The cause of the issue was determined to be the host pc itself. The fse then replaced the host pc and hard disk. After replacement of the host pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.